Event description:
During the svt procedure, an optical problem occurred causing a procedure delay. It was noted the contact force values were not able to be seen. Exchanging the catheter did not resolve the issue. The tactisys was exchanged and the procedure was successfully completed with no adverse consequences to the patient.

Manufacturer narrative:
One tactisys¿ quartz was received for evaluation. Visual inspection revealed the front ports, rear ports, enclosure, and label were free of physical damage. When power was applied, post (power-on-self-test) was completed, and communication was established. A known-good catheter was connected and contact force was not observed. Fiso diagnostic revealed a signal loss at channel two. Inspection of the lc/lc fiber optic adapter revealed no light on slot 2. The tactisys was opened, and internal visual inspection revealed all mounting hardware were secured. The fiso module at channel two was temporarily replaced with a known-good one which channel two appeared to be functional and contact force was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information and investigation provided to abbott, the root cause was isolated to the fiso module in channel two.